Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It is reported that a customer experienced high blood glucose of 600 mg/dl. The customer was treated with 6.5 units of insulin. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting and tested the insulin pump. The customer's insulin pump passed all test functions and works as designed. No further information was provided.